Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed even after a reboot. The field service engineer (fse) was informed by the customer that duplicate pockets were on drawer number four. The fse performed troubleshooting, including rebooting the station and resetting connections, but the issue persisted. Each pocket had to be recovered multiple times, and all medications were reassigned to original pockets. The fse contacted a technical support specialist (tss) to push a firmware hotfix, which was completed to prevent future issues. Once the pockets were recovered and reassigned, the customer successfully tested the functionality and completed inventory without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 had failed and unable to recover. The customer stated that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.